Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Meter was returned for evaluation. No defect was found. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi display. The customer is concerned with tests results from all of the results obtained. The expected fasting blood glucose test result range is 215- 250mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history. (B)(6).